Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'does not recognize when door is open, does not bring up load points on screen" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the faulty upper latch switch. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize open door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.